Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel during an ablation procedure. The ablation procedure was performed an hour after the pacemaker was implanted. It was noted that the device switched to unipolar pacing when the loc occurred. The issue rectified. All checks post-ablation indicated there were no issues. The ablation had to be redone. Loc did not occur during the second procedure. Technical services (ts) reviewed the reports and noted that the device was not programmed to unipolar pacing nor did it switch to unipolar pacing. Ts stated that the histograms did not show any fast ventricular sensing rhythms. Ts provided insight on what may have occurred during the procedure to have caused a pause, such as potential interaction with the ablation catheter and the rv lead or potential pacing inhibition and oversensing from electromagnetic interference (emi). Ts advised potential following actions. The device remains in use. No additional adverse patient effects were reported.